Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty emergency lamp. In addition, dust inside the device, white light lens found foggy, tank socket rust, and power switch crack were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source displayed an e207 error during maintenance. In addition, a spare lamp indication showed in the front panel. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the spare lamp indicator appeared due to an emergency light failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.